Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Define: received one piece of used, filled of easypump ii lt 270-27-s without original packaging. As received condition, clamp clip was closed and the original wing cap was still attached to the pump. Big top cap was opened and discofix cap was removed. No solution/crystallized residue was observed at the filling port. When wing cap was removed and clamp clip was released, immediately observed flow at the pump. The complaint sample was working. No other deviation was observed at the pump. Conclusion: blockage defect as mentioned by the customer could not be reproduced. Therefore, the complaint is classified as not "judgable". Justification: not "judgable".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received one used easypump ii lt 270-27-s, without packaging. Sample was taken to a visual inspection. No damages were detected. It was indicated by customer that pump was infused with drug vancomycin - and not flowing (blockage). Complaint sent to production for investigation. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): drug (vancomycin) cannot flow.